Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the half height drawer 1.1 had failure. A field service engineer reseated drawer pyxis bus cable connections to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications from drawer and customer stated that this malfunction happened during an active procedure. There were no adverse events or injuries reported based on this incident. .